Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 10mg/ml at 1.6mg/day and dilaudid 10mg/ml at 1.6mg/day via an implantable pump. The indication for use was non-malignant pain. A motor stall was seen at initial interrogation. The patient did not recently have an MRI. On (B)(6) 2017 at 23:03 a motor stall occurred. On (B)(6) 2017 at 1:30 a motor stall recovery occurred and on (B)(6) 2017 at 6:41 a motor stall occurred with no recovery even after re-interrogating. It was confirmed there were no emi/magnetic sources present. The reporter planned to put the pump in minimum rate before they replace the pump. There were no patient symptoms reported. On 20-apr-2017 additional information received reported that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-apr-20 regarding the replacement of the patient's pump due to motor stalls. The pre-operative logs indicate that the pump was programmed to deliver bupivacaine 10 mg/ml at 1.592 mg/day and dilaudid 10 mg/ml at 1.592 mg/day. The pump was replaced, and it was noted that the dosage was decreased by 10%. The post-operative logs show that the replacement pump was programmed to infuse bupivacaine 10 mg/ml at 1.433 mg/day and dilaudid 10 mg/ml at 1.433 mg/day. It was indicated the device was used with/in the patient, for treatment, and there was no patient death. It was reported that no patient injury occurred, and the patient recovered without sequela. There were no dye or rotor studies performed. No further com plications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Withdrawal symptoms were indicated as having occurred. The patient had experienced nausea, increased pain, and was not feeling well. It was further reported that regarding actions / interventions taken, it was noted that pump replacement occurred secondary to premature end of service (eos).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the patient's weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.